Event description:
A pt underwent an (B)(6) infection. A "front and back" wound infection was indicated. Baclofen (concentration and dose was reported as unk) was administered via the pt's pump. The pt's withdrawal symptoms included nausea and vomiting. The pt's pump was explanted, and oral baclofen was administered to the pt. It was not indicated if the pt's catheter was explanted. The pt was noted as stable and doing well. Additional information is being requested form the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).